Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Catheter of the stent was advanced over a viziglide guidewire into the cbd. The deploy position of the handle was correct, representative cook medical was present. While deploying we heard a crack and saw nothing happening. The doctor decided to use a different stent. After the stent was removed, the representative deployed the stent herself (outside of the patient), then it worked and we did no longer hear the snapping. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal. When deploying the stent in the cbd. 2. What endoscope type and channel size was used? Normal ercp olympus 190 scope. 3. What was the position of the elevator? Open. 4. Details of the wire guide used (diameter, type, make)? Viziglide 0.035 inch, 260cm. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes, it happened in the cbd. 7. Please advise the anatomical location of the intended target site. Cbd. 8. How long was the stent in the patient by the time this complaint occurred? Directly when starting to deploy, 1 minute. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. 10. Did the patient require any additional procedures as a result of this event? No, we placed another evo stent. 11. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Stricture information: 1. What was the length and diameter of the stricture? 5cm, so we decided to use a 8 cm stent. 2. Where was the stricture located in the body? Cbd. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. By placing the second stent, there was no issue. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? No. 2. Was resistance felt during insertion into patient? No. Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Yes, during deployment. 2. Was the directional button pressed during use? It was on the deploy direction. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes, it happened during deployment. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? Video was already sent by email.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 21-may-25.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2173290 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 29th of january 2025. Refer to ¿examination of returned device¿ section for lab attendance and notes. On evaluation of the device, the following was observed: visual inspection: safety wire in place on return. Device returned in protective tubing. Red shuttle past 3rd dimple (before ponr) red safety tab not returned. Directional button in neutral position. Functional inspection: protective tubing removed. Handle actuating fine for deployment and recapture. Safety wire removed with no issue. Stent deployed with no issue. The reported failure was not observed as clinical setting could not be replicated. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2173290. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression the evolution biliary controlled-release stent was being deployed in the cbd, the exact pathology was not discussed in the report. Although images of the handle were not provided, the complaint report does describe the device functioning normally on the back table, with the stent deploying correctly and no further ¿cracking¿ sound heard. The most likely explanation is that direction button of the device was not fully engaged with the gear mechanism used to retract the outer sheath of the stent. When this occurs, and pressure is applied to the trigger, the engagement component can slip off the edge of the gears, resulting in a cracking sound. Typically, one can disengage and re-engage the direction of the deployment/capture button, and the device will continue to function normally, as I suspect was done on the back table. Although the sound was abnormal, the device did not malfunction and there was nothing wrong with the device. If the physician or the cook representative had more experience, they would have realized what had occurred and offered this suggestion to remedy the situation. Root cause analysis a definitive root cause could not be determined as clinical settings cannot be replicated. A possible root cause could be attributed to tortuous patient anatomy and/or a tight stricture, which may have resulted in a build-up of pressure causing the device to make a crack sound under pressure. Another possible root cause could be that the direction button of the device was not fully engaged with the gear mechanism used to retract the outer sheath of the stent resulting in a cracking sound. The direction of the deployment/capture button can be disengaged and re-engaged, and the device will continue to function normally as per the description of event "after the stent was removed, the representative deployed the stent herself (outside of the patient), then it worked and we did no longer hear the snapping" confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed using another stent.